Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(4) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found that the unit would not go down into the sample tube. He checked the sample needle and found the tip was slightly bent. The fse replaced the sample needle and lubricated the guide rod for the y and z axis. The fse ran hba1c quality controls (qc). All results were within acceptable range. All errors cleared and the g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(4) 2017, which included data from 29-july-2016 through (B)(4) 2017. There were four similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 troubleshooting is as follows: the 710 z1-axis error. An abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause for error 710 z1-ais error was the bent needle.

Event description:
On (B)(6) 2017, a customer reported a 710 z1-axis error while performing quality control on the g8 instrument. The customer had already changed the needled before the error occurred. He cleaned the guide rods but the error continued. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.